Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and retainer ring was missing. Reservoir were unable to lock in place when inserted into pump. The customer were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 500 mg/dl. The customer's current blood glucose is 279 mg/dl. Customer experienced symptoms such as not feeling well, vomiting and stomach pain. Customer was treated with intravenous insulin infusion at the hospital. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.